Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. While evaluating the instrument, the cse performed deep wash with micro clean package and fixed the leak tubes. The customer ran quality control (qc), resulting within specification. The cause of the erratic ca_2 results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer reported erratic calcium arsenazo (ca_2) results on the advia 1800 clinical chemistry instrument. The discordant results were not reported to the physician(s). The customer did not provide any specific data regarding the erratic ca_2 results nor if the samples were repeated. There are no reports of patient intervention or adverse health consequences due to the discordant, ca_2 results.